Event description:
The physician was attempting to implant a resolute integrity over the wire drug eluting stent in the rca which was reported to be calcified. No abnormality was noted during preparation of the device prior to use. Resistance was felt in the proximal rca within the first turn down. After trying for a couple of minutes it was felt that it was not possible to get the resolute past the first two turns of the vessel, due to the vessel calcification. Post removal of the stent it was observed the stent strut was damaged. The lesion was treated with stenting and ballooning. No clinical sequelae reported. Image review : two still procedural images were provided for review. The first image shows a diseased rca with significant stenosis and calcification present. The second image shows the rca with stents deployed in the proximal vessel. The images do not show the failed resolute integrity device inside the vessel.

Manufacturer narrative:
Results: force used, most likely further contributed to the stent damage. Failure to deliver the stent and stent deformation. Calcified lesion. Conclusion: failure to deliver the stent and stent deformation. Force used, most likely further contributed to the stent damage. Calcified lesion. (B)(4).